Manufacturer narrative:
This report is being supplemented to provide additional information based on response to follow up. Please also see section d10 for updates for the laser unit model and serial provided by the customer. Communication with the customer, the following information were conveyed: the soltive unit (laser system) was used in completing the procedure and was not replaced , only the broken laser fiber was replaced. The soltive unit was inspected for any damage by the facility's biomed and laser unit company representative. The laser according to the customer is working fine and in use. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4, information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the probable cause for this device failure has been determined to have been the result of fiber mis-handling causing the fiber to break which allowed energy to escape and ignite/ burn the fiber coating. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Company representative (rep.) In behalf of the customer reported the device caught fire during a procedure. The fiber was broke where it plugs into the soltive laser . Per the report, the customer put out the fire and connected another fiber that worked without any issue. The intended procedure was completed with no harm or injury to the patient or to the user. No harm reported, no user injury reported due to the event.

Manufacturer narrative:
Technical assistance center (tac) support engineer communication with the customer rep. Noted that the serial and model of the soltive unit used with the device was not known. In communication with the customer. The following information were conveyed: there was no error message before or after the incident. Customer stated that the only thing they have noticed is that the laser made a weird sound that none of them had heard before, it was simultaneous with the depression of the foot pedal to begin the laser. The sound made everyone stop and that¿s when they saw the flame. No other information provided. Minimal extension of the procedure, less than 5 minutes, noted that the patient was checked for any injuries , anesthesia and the surgeon agreed to continue with the procedure . Another laser fiber was opened and continued with the case. The event did not impact the condition of the patient. The intended procedure was a right ureteroscopy with laser lithotripsy and stent placemen and event did not affect the procedure. No medical intervention and no other devices connected to the device when the failure occurred. The subject device was received and evaluated . Device was inspected. The fiber was confirmed to have broken at the connector strain relief with the strain relief melted back. The broken end of the fiber body does not have visible burning or evidence of energy involvement. The distal tip is intact and appears unused. The connector/ proximal side has the proximal cap placed on. The device was forwarded to the original equipment manufacturer (OEM) for further analysis. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.